Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. Pre-dilatation was performed with a 2.0x15mm nc trek balloon dilatation catheter (bdc). The 2.5x15mm nc trek bdc was unpackaged without issue. There was no resistance noted during removal of the protective sheath and stylet. The nc trek bdc was soaked and prepped prior to use with no issues/leaks noted. The nc trek bdc was then advanced to the target lesion; however, during inflation the balloon ruptured at 16 atmospheres (atm). A 2.5x33mm xience xpedition stent implant was then deployed to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato, sion blue; guide catheter: hyperion. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.